Event description:
Per the provider, the increased seizures were noted to be similar to pre-vns baseline. When patient got vns implant, the patient went from multiple generalized seizures, absences and myoclonic jerks per week to a generalized tonic-clonic once every four weeks which was inhibit with the magnet. It was noted that the patient's behavior has deteriorated about four weeks prior to the increase in seizures. The cause of the change in behavior is not known; however, it was noted it could be associated to the lockdown and diagnosis of asd and adhd. Since the generator replacement, the patient's seizures have reduced back to one generalized seizures in three weeks with no absences or myoclonous. This was noted to be back to previous levels. Per the provider, the distress and upset of his move into care could have increased seizures as well as being put on olanzepine could have had an effect; however, this can not be confirmed. It was noted the patient is still on olanzepine and since the generator replacement has had reduced seizure frequency so it was unlikely related to medication. No additional relevant information has been received to date.

Event description:
The explanted generator was received into analysis. Product analysis is underway.

Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. Device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 2.497 volts and found to be at an ifi=yes condition. Diagaccumconsumed memory locations revealed that 104.087% of the battery had been consumed. A visual assessment on the pulse generator pcba, performed at the pa test bench, revealed no visual anomalies. Review of the data dump revealed no anomalies or impedance issues that indicate a device malfunction. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's generator was reported to be at 5-11%. The nurse is questioning if the generator was malfunctioning as the patient has had a significant increase in seizure burden; however, the generator had not reached eos pulse disabled state and is expected to be functioning as expected. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.